Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one photo depicting two reload devices. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned sample. The visual inspection of the photo noted that two needles were received engaged with the respective sutures. One of the needles was observed to be broken at the acceptance channel of the needle. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Subsequently, a review of complaint data revealed no trend for this condition. No enhancements or improvements were generated for the reported condition. Unfortunately because no samples were received, a root cause could not be reliably determined; however, the most likely root cause was determined to be a result of an obstruction encountered during application of the device. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
According to reporter: during a hysterectomy, the needle on the suture got in imbedded and the surgeon could not get it out. An x-ray was performed and the missing needle was not found. Additional information has been requested but not yet received.